Event description:
It was reported that a patient with a spinal cord stimulator developed an infection while using the primapore dressings. The spinal cord stimulator had to be removed and an I&d surgery was performed. In addition, the patient received antibiotic regimen for several weeks. The spinal cord stimulator was re-implanted and no further incidents have been reported.